Manufacturer narrative:
This report is being supplemented to provide correction on b5, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. The initial report indicated that there was a delay of 10 minutes, additional information was received correcting the delay was 30 minutes long instead and there was no patient consequence. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that defects of bending function such as insufficient angulation, play on angulation control knob being larger than the standards, etc. Caused stuck of the endo therapy accessories. As a result, the suggested event may have occurred. However, the root cause was not identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the insertion part of the distal end was damaged, the bending section cover (a-rubber glue) was separated, the connection tube of the insertion part had dent, the grip unit of the control unit had scratch, and the distal sheath appeared to have collapsed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during procedure, an instrument got stuck into the main bronchial tube of the patient due to excessive curvature of the distal end. It was noted, the device, with some difficulty, was extracted from the patient, and it was subsequently noticed that the distal sheath appeared to have collapsed and was not responding to lever commands. Additional information was received indicating, towards the end of the diagnostic bronchoscopy procedure, the doctor noticed resistance from the evis exera iii bronchovideoscope. Carefully the doctor proceeded to remove the device, then used a similar device to finish the procedure and check that no damage had been caused. There was no harm or user injury reported due to the event. The procedure was finished with 10 minutes delay, no clinically relevant delay occurred. After the extraction, the doctor noticed that the probe was bent beyond the angled section, while the tie rods functioned correctly.